Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/o lymphadenectomy surgical procedure, the customer reported to technical support engineer (tse) that multiple recoverable errors on universal surgical manipulator (usm3) was observed on system. Prior to calling, the customer rebooted the system; however, the errors 23076, 32098 and 32056 persisted. Tse guided the customer through a hard power restart ensuring the circuit breaker on the patient side cart (psc) was set to 'o' and the epo button pressed and the breakers/switches reset, and system powered on with the errors remaining. Tse guided the customer to position usm3 and to disable it via the psc touchscreen. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis, and the reported event was confirmed but not replicated. System logs found 32056 error indicating a communication fault on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system triggering 32056 error indicating a fault on the usm, replicating the reported event. The usm was then installed on a patient side cart fixture test platform (pftp) where the usm fault check was found to be failing on the axes controller, arm (aca). Once testing was completed, the aca and printed circuit assembly (pca) were applied behavior analysis (aba) tested and verified to be the source of the fault. The complaint was confirmed by failure analysis. While the definitive root cause could not be established as the event was not replicated by failure analysis, a possible cause based on failure analysis findings may be attributed to communication error pertaining to the aca pca.